Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on 02-mar-2026. The blockage was at the site due to compromised cannula. No further information available.